Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged some time ago. The lead has no capture or sensing. The physician explanted the dislodged lead with a laser, and replaced the lead successfully. The patient did not experience any adverse effects, and is doing fine post operation.

Manufacturer narrative:
External insulation abrasion was noted at 35.7-36.3cm from the distal tip, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of capture and sensing anomaly.